Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a low blood glucose (bg) level of 33 mg/dl, and pneumonia. Cause of low bg was unknown. Tandem technical support reviewed the t:connect logs and it was found that the customer had received 30.1912 units of insulin during the fill tubing process. Reportedly, customer did complete the fill tubing process however, it was reported that the customer was disconnected from the tubing at the time of this step. Customer administered a glucagon injection to address bg. At the time of the report with tandem technical support, bg was being treated with intravenous fluids of saline and the customer was still admitted to the hospital. Customer declined follow up to obtain additional information regarding hospitalization. Customer reverted to an alternate method of insulin therapy.